Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (31113r2005) was implanted successfully. Once deployed, the clip detached from the anterior leaflet. An additional xtw clip was implanted to stabilize, reducing mr to grade 3-4. There were no patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the anterior leaflet is due to a combination of patient conditions (posterior 3 flail and patient being on chemotherapy impacting leaflet integrity) and procedural conditions of difficult imaging. Image resolution poor is related to patient and procedural conditions and due to a p3 flail making imaging challenging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the anterior leaflet and subsequently resulting in expulsion are due to a combination of patient conditions (posterior 3 flail and patient being on chemotherapy impacting leaflet integrity) and procedural conditions of difficult imaging. Image resolution poor is related to patient and procedural conditions and due to a p3 flail making imaging challenging. Unexpected medical intervention was a result of case-specific circumstances. Embolism and foreign body in patient are related to the clip detaching from both the leaflets (expulsion). Embolism is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.